Manufacturer narrative:
Patient information was unavailable from site. Device serial and lot number, unknown. A manufacturer representative completed a visual and functional checkout. It was found that the straight lumbar probe was damaged due to hammer impact on the handle. No part was returned for analysis. Device manufacturing date, unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument post-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the straight lumbar probe blocked the orange navlock after surgery. There was no delay in surgery and no impact to the patient.